Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected to reach early elective replacement indicator (eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant product: 1388t lead, implanted: (B)(6) 2003. (B)(4).